Manufacturer narrative:
Device evaluation of monitor (B)(4) has been completed. The reported problem (service code 104) was confirmed. Upon investigation the monitor failed a pulse test. The monitor showed signs of extreme physical abuse. The computer/analog board was physically damaged. A damaged trace on the board caused the service code 104 and the pulse test failure. The root cause for the failure was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor (B)(4) and reported that the monitor was displaying a service code 104 (sd card fault).